Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, upon removal of sensor pod, sensor wire was missing. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.